Event description:
It was reported by service report that the head left side rail will not move. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Siderail latch mechanism.